Event description:
The lead became dislodged after the implant. The physician attempted to backload the stylet to reposition the lead, the decision was made to remove this lead and replace the lead with a new corox otw lead.